Event description:
It was reported by service report that the foot end of the bed is drifting down when in the up position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Actuator nut.